Event description:
It was reported the videoscope exhibited no image during set up and inspection for use, before patient in the room. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely a connector issue led to the malfunction. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.